Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that short charges, determined to be capacitor maintenance charges, were being terminated by episodes of vt. The patient was brought in clinic and a capacitor maintenance was performed successfully. The patient was fine after the event.